Event description:
Complainant reported inaccurate/wide variation readings with said product. The complainant referred for example to a test with this kit which gave the reading of 161; immediately following this, complainant did the same test and the reading was 119. Complainant stated complainant had logged the readings for a month with the "variations unreal." Complainant stated complainant followed the instructions carefully. Complainant also had done tests with this kit versus another kit (accu-chek) which showed as much as 20 points plus in variations.